Event description:
Event verbatim [preferred term] burn blister after proper use [burns second degree] , . Case narrative:this is a spontaneous report received from bfarm. The regulatory authority report number is (B)(6). A contactable pharmacist reported a patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare (B)(6)). The patient's medical history and concomitant medications were not reported. On (B)(6) 2018, the patient experienced a burn blister after proper use. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.

Event description:
Event verbatim [preferred term] burn blister after proper use [burns second degree] , case narrative:this is a spontaneous report received from (B)(6). The regulatory authority report number is (B)(4). A contactable pharmacist reported a 35-year-old (reported as 30-40 years old) female patient with normal weight started to use thermacare heatwrap (thermacare fuer groessere schmerzbereiche, later reported as tc flex xl) lot number: r99731, expiration date: oct2019 from an unspecified date as instructed for an unspecified indication. The patient's medical history and concomitant medications were not reported. On (B)(6) 2018, the patient experienced a burn blister on the skin after proper use. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. It was unknown whether the adverse event required treatment, if the patient received additional drugs or if the event will cause long-term damage. Clinical outcome of the event was unknown. The pharmacist reported there was a causality between the event and the use of thermacare heatwrap. As of 25may2018, according to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-27465, effective date: 08-jul-2016. Consumer reports "heat wrap caused burned blisters on the skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (17may2018): new information received form the contactable pharmacist via local pqc group included: product lot number and expiration date. Additional information has been requested and will be provided as it becomes available. Follow-up (25may2018 and 28may2018): new information received from the product quality complaint group includes investigational results and from the contactable pharmacist includes patient data (age, height and gender), device data (action taken) and causality assessment. Follow-up attempts completed. No further information expected.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-27465, effective date: 08-jul-2016. Consumer reports "heat wrap caused burned blisters on the skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn blister after proper use [burns second degree]. Case narrative: this is a spontaneous report received from bfarm. The regulatory authority report number is (B)(4). A contactable pharmacist reported a patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare fuer groessere schmerzbereiche, later reported as tc flex xl) lot number: r99731, expiration date: oct2019. The patient's medical history and concomitant medications were not reported. On (B)(6) 2018, the patient experienced a burn blister after proper use. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (17may2018): new information received form the contactable pharmacist via local pqc group included: product lot number and expiration date. Additional information has been requested and will be provided as it becomes available.